Event description:
It was reported that during a device change-out the in-use right atrial (ra) lead and right ventricular (rv) lead were explanted along with abandoned rv and ra leads. Three of the leads were returned to the manufacturer and the abandoned rv lead tested out of specification. Follow up was conducted and indicated that when the lead was tested during the procedure it showed no sensing, had low impedance and had no capture at maximum outputs. It was further reported that the abandoned ra lead had an outer insulation breach. The in-use ra lead had an insulation breach and the in-use rv lead had high capture thresholds. The in-use ra and rv leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID: 8942 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).